Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy, the threaded stud broke on the handpiece. Another handpiece was used to complete case with no pt consequence.